Manufacturer narrative:
Only the peg retrieval snare was returned. A visual examination of the returned snare found the handle cannula pulled out of the insert. The handle cannula was found to be properly crimped at proximal end securing the cable inside the cannula and score marks from the cap screw were visible on the cannula. It was noted that the condition of the returned snare was not consistent with the complaint incident that the loop wire was broken. It is the most likely that the device could have been manipulated improperly since the failure found (handle cannula detached) is an issue that could have been generated due to excessive tensile force applied to the snare or excessive manipulation of the device by the user during its use. Therefore, taking into consideration all these factors and the condition of the returned product; the most probable root cause for this event will be documented as "handling damage".

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure. The procedure date is unknown. According to the complainant, during unpacking, it was found that the loop wire at the end of the snare broke. The procedure was completed with a new endovive peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure. The procedure date is unknown. According to the complainant, during unpacking, it was found that the loop wire at the end of the snare broke. The procedure was completed with a new endovive peg kit pull method. There were no patient complications reported as a result of this event.